Event description:
A pt svc rep (psr) contacted zoll customer support while assisting a (B)(6) female pt to support exposed wires on the pt's charger. The pt received a replacement charger.

Manufacturer narrative:
Device eval summary: device eval of charger sn (B)(4) has been completed. The reported problem (exposure wires) has been confirmed. Upon eval, the power unit connector was damaged. The root cause of the damage cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged power unit connector. The pt received a replacement battery charger.